Event description:
The physician tried to track the penumbra system reperfusion catheter 032 through tortuous anatomy to a m2 segment. The physician could not get the penumbra system separator 032 to go through the catheter. He then tried another penumbra system reperfusion catheter 032 with the same separator 032 and it would also not advance. The catheter likely ovalized in patient anatomy. A penumbra system 041 was used to treat the patient instead. The hospital initially kept the device but later threw it away. This MDR is associated with MDR 3005168196-2011-00392 and MDR 3005168196-2011-00393.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Hospital diposed of device.